Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised psrm6 joystick is not working properly causing the chair to hesitate.

Manufacturer narrative:
The device was evaluated by the returns department which found that the joystick was a recalled product.

Event description:
Dealer advised psrm6 joystick is not working properly causing the chair to hesitate.